Event description:
At the end of the procedure was deploying the mynx device and had some trouble. I called another tech and dr (B)(6) in to help me troubleshoot. The balloon broke and half the device was removed after deployment. The other half of the device seemed to be stuck and we couldn't remove it. We called the rep to see if they could help. We took apart another device to see what exactly was happening. We ended up putting in a 4f sheath over the stuck wire, removed the ruptured balloon and wire, then proceeded to remove the sheath. Manual hemostasis was maintained for 10 min. No harm to patient.